Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge patient lines were discolored. The customer's blood glucose (bg) level ranged from no impact to 362 mg/dl to 556 mg/dl with trace ketones. The supplies were changed to address the event and a bolus was delivered via the pump to address the bg level.